Event description:
It was reported that when a device was used during a laparoscopic cholecystectomy, the outer gasket tore. Another device was used to complete the case. There were no patient consequences.